Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the console device did not turn. According to the report, there was a short delay to the surgical procedure to switch console devices. However, the duration of the delay was no specified. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the foot pedal port was bent. The assignable root cause was determined to be due to excessive force while inserting the connector. This was further defined as misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.